Manufacturer narrative:
The device manufacture date is unknown.

Event description:
It was reported that an asystole event occurred without an audible alarm at the eagle 4000 bedside monitor or the clinical information center (cic). A visual asystole alarm was displayed at the bedside monitor and at the cic. The cic log files show that vfib-vtach alarms were provided at 50% volume and that alarms were silenced numerous times at the bedside and at the cic. No ECG strips are available. There was no reported patient injury associated with this event. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.